Event description:
Boston scientific received information that this device was electively replaced and returned to boston scientific for analysis five months post explant. Upon return, analysis found that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although, the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.